Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2017-01388. Investigation results are pending device return for analysis.

Event description:
New information received indicate this incident occurred during a patient use event. The device indicated 3 times "analysis interrupted". The 4th time it completed analysis and a shock was issued. The patient outcome is unknown.